Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush head fell out in my mouth / it looks like the brush broke off of the holder during brushing - oral-b [device breakage]. Case narrative: 74-year-old female consumer reported via phone that the oral-b toothbrush head fell off in her mouth and it looked like the toothbrush head broke off of the holder during brushing. No injury was reported.

Manufacturer narrative:
27-jan-2025 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Toothbrush head fell out in my mouth / it looks like the brush broke off of the holder. During brushing - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: 74 year old female consumer reported via phone that the oral-b toothbrush head fell off in her mouth and it looked like the toothbrush head broke off of the holder during brushing. No injury was reported. 15-jan-2025 case update from information initially received on 10-dec-2024: the suspect product lot was 1rf41520835. The concomitant product was oral-b power oral care refills floss action eb25 refill. No injury was reported. 27-jan-2025 product investigation results: the suspect product was confirmed to be oral-b power oral care refills floss action eb25 refill. The concomitant product was confirmed to be oral-b rechargeable toothbrush handle (B)(6). The product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.